Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and identified that system was unable to power on. After reviewing log fse found the software bug. Upon troubleshooting, fse re seated the operating system hard drive and executed a complete shutdown, but these measures did not resolve the issue. To resolve the problem, fse replaced the operating system hard drive of the suite pc, reinstalled the necessary software, and reinstalled the butterfly option. After replaced the operating system hard drive of the suite pc, reinstalled the necessary software, system returned to use in good working order. The codes were updated based on the investigation outcome.